Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the over-drainage, adjustment not possible, no further information.

Manufacturer narrative:
Manufacturing evaluation: investigation- we received the valve in a return kit. The valve was inserted in an unknown liquid. Visual inspection - first step of the investigation is the optical inspection. We can see scratches but did not detect any obvious deformations or other abnormalities. Permeability test - to prove the penetrability of the valve we carried out a specific test. It is carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The results showed that the progav was penetrable. Adjustment test - the tests are carried out with the standard progav check-mate and measurement tool. Adjustment was possible for all settings. Braking force and brake function test - to measure the braking force we have investigated the valve with a braking force apparatus. It measures how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the apparatus. The results showed that the brake function is in place. Computer controlled test - during the test, the opening pressure at the reference flow level showed that it operates slightly outside the accepted tolerance. The second measurement showed no improvement, and slightly further outside the tolerance. Results - based on our investigation results we can confirm that the valve has a tendency to an over-drainage. In order to verify whether the valve was influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles) in the cerebrospinal fluid (csf), we have opened the valve. Inside the valve we have substances of likely protein. Based on our investigation esults we can confirm the over-drainage. We suspect that the substances could have led to a slight over-drainage.